Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. The reported event of high capture threshold was not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic. High pacing threshold was noted on the right atrial lead. The lead was explanted and replaced. The patient was stable before, during and after the procedure.